Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. During an office follow-up, the automatic setup only passed in the primary sensing vector. The other two vectors did not detect the r-waves at all. The shock impedance is 110 ohms. Technical services advised some options. The doctor is considering a revision procedure and has programed the therapy off for now. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via reduced intrinsic complexes. During an office follow-up, the automatic setup only passed in the primary sensing vector. The other two vectors did not detect the r-waves at all. The shock impedance is 110 ohms. Technical services advised some options. The doctor is considering a revision procedure and has programed the therapy off for now. There were no additional adverse patient effects. The system remains implanted.